Event description:
It was reported to philips that the system was unable to store images, which prevented imaging. The patient was moved to another system to complete the procedure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event, and the procedure was continued after transferring the patient to another room. The philips field service engineer (fse) went onsite and confirmed that system was unable to save images. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the system displayed message indicating image storage failure due to image disk issue. The fse checked system log and found message: ¿usable disk space smaller than licensed space" error codes: 78578. To resolve the issue, the fse replaced image disks, reinstalled software, and reconfigured system parameters. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.